Event description:
On (B)(6) 2012, king systems received a report describing the malfunction of one its .5 liter breathing bags. During attempts to intubate a prematurely born ((B)(6)) very ill infant, the breathing bag being used to ventilate the infant developed holes in the neck area allowing air to escape. The premature infant became increasingly bradycardic requiring additional support until the breathing bag could be replaced.

Manufacturer narrative:
An investigation is underway. The goals are to determine the lot number and understand if this bag was reused. Initial tests were conducted to determine if direct impact to the bag could have caused the problem. First, while gripping the top of the bushing, the bushing prongs / bag were forcefully hit on a flat surface to see if they would penetrate the film. The bushing prongs were too pliable and did not cause any damage whatsoever to the bag. Next, a connector was attached to the bushing to provide more support. The same force test was repeated and the result was the same... The bushing prongs were still too pliable to penetrate the film. Furthermore, the bushing of the assembled bag was placed on a table with the bushing prongs facing up. A mallet was used to strike the bag / bushing prongs, which still didn't cause the bushing prongs to penetrate the film. At this point, it appears that direct impact applied to the bushing prongs may not have caused the defect. The next scenario is the possibility of friction causing the holes in the film. The bushing prongs of an assembled test bag were forcefully dragged along a flat surface. The friction caused a hole at the bushing prongs, but after looking at it under a microscope, it didn't have the same appearance as those from the returned bag. Material was abraded and rolled over around the outer surface of the hole. Furthermore, this test only caused one hole, not three. Next, we explored the possibility that the bag was handled very aggressively, applying stress to the film along the bushing prongs. While holding the bushing in one hand and aggressively pulling the bag against the bushing prongs with the other; the bag ripped from the bushing. The tear was clean with no signs of cracking or stress in the film. In summary, we are unable to duplicate a scenario that caused holes identical to those found in the returned sample. Therefore, without being able to cause the failure, and with no finished good lot number provided by the customer, we cannot pinpoint for sure how or where the problem occurred.